Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site address, the full event site address is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit is having issue with on/off switch, which is causing machine to shutdown. No patient harm or injury reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit is experiencing an issue with the on/off switch, which is causing the machine to shut down. The issue was also identified during the service inspection, where the technician confirmed that the on/off switch was faulty. No patient involved.

Manufacturer narrative:
Updated fields:b4,b5,d9,g3,g6,h2,h3,h11. It was reported by customer that during daily inspection, the cs100 (iapb) had issue with on/off switch, which is causing machine to shutdown. There was no patient involved. Technician confirmed display failure (the screen was shaking, making it impossible to view the parameters on the screen). Technician reported: "there was no problem with the power switch, only with the screen of the device, which was resolved by cleaning the inside of the board and connections." An opening was made in the screen cover and an internal cleaning was done with contact cleaner to remove bad contacts. After cleaning, the equipment remained in operation for 2 hours and did not present any abnormality in its operation. The safety disc was replaced due to expired usage time. No other parts were replaced. The device passed all functional and safety tests according to factory specifications. The device was given to customer and cleared for customer use.